Event description:
It was reported that a skin reaction occurred. The sensor was inseted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with redness extended beyond the patch perimeter. The patient was treated with prescription oral medication, keflex 4x tablet day for 500 mg on (B)(6) 2023. At the time of the report, the patient was in stable condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).